Event description:
Plastic surgery case, one week later the pt was admitted back into theatre with dehiscence on one buttock. The dehiscence was only in the middle of the incision. The ends were approximated and healing. After debridement it was noticed that the stratafix suture had snapped at the mid point. Where the suture snapped the incision opened up and became infected. Ref pr complaint (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method - the device will not be returned. Results/conclusions: the device will not be returned, however, samples will be sent for eval purposes. No product eval can be performed at this moment. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the finished good lot reported. At the time of this report, samples have no been received. Upon receipt of samples, a f/u report will be submitted once the eval is completed. Dehiscence and infection, are known risk with any suture material. The most probable root cause for post operative infection and dehiscence can not be determined with certainty based on the info provided. Ref complaint # (B)(4) (ethicon's complaint # (B)(4)). Item # sxmdb412 stratafix spiral pga-pcl knotless tissue control device, 2fs 2-0 undyd monoderm 30x30, finished good lot mbvn200.